Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, time: 11:22am, inratio: 1.2, date: (B)(6)2010, time: 11:45am, lab: 2.5.

Manufacturer narrative:
Investigation pending.